Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set became dislodged from the patient's body after snagging the tubing. Patient's blood glucose levels were ~500mg/dl at the time of the event. Patient addressed high blood glucose by injecting insulin manually, via syringe, and then by inserting a new site and resuming insulin from the pump. No permanent injury was reported.